Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was noted during the device interrogation. Current drain was consistent and had no history of excessive charging. The device was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Correction : expiration date correction: device manufacture date.